Event description:
Caller reported damage to tandem charging cable. There was no adverse impact to the customer's blood glucose level. Cts arranged for the replacement of damaged charging supplies via 2-day shipping.